Event description:
The complainant reported that a vaxcel PICC had been therapeutically implanted (date of implant unk) in a male patient (age unk) sometime previous to this event. It was reported that subsequent to the device placement on (date unk) an extravasation developed in the patient's arm. The patient was receiving hydrochrolic acid for metabolic alkalosis. The patient also developed inflammation and edema. Although the PICC was suspected to have leaked, this information cannot be confirmed. The clinician removed the device in 2007 without complications. The inflamamation and edema resolved themselves without any intervention necessary.

Manufacturer narrative:
This device has not yet been recieved by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Although no root cause can be definitively determined at this time, this type of failure mode is monitored on a monthly basis. The march 2007 15-month piccs valved complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.